Event description:
Customer reported that the pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The customer decided not to return the pump, and no further information was provided regarding additional actions taken.